Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a dexcom g7 sensor failed to pair with the ilet, resulting in an on-pump alert that dosing would stop soon; the user had already attempted troubleshooting and, after guidance, elected to replace the sensor and contact dexcom support. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of automated dosing until a replacement sensor could be used. Investigation included review of the reported pairing failure and user troubleshooting steps. Investigation of this case revealed a sensor-to-pump communication or pairing issue isolated to the ilet interface, with no evidence of broader device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was likely external communication failure related to the sensor pairing process.